Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump automatically reboots itself, starting three weeks ago. The reporter is able to hear the peep every time pump has rebooted. There is no reported no damage to the pump's casing, no moisture or corrosion. The battery cap is new and the yellow o-ring is not visible. The reporter purchased a new pack of batteries today and reports no change noted. Pump is still rebooting. No high blood glucoses excursions are reported. This issue is being reported as a potential power interruption may prevent the pump from delivering insulin.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013] - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows that the pump had powered off previously. No damage was found to the battery cap or battery compartment. The battery cap was able to fully tighten to the pump and the pump was exercised for 24 hours with no power issues. The issue could not be duplicated during evaluation.